Event description:
It was reported that during a surgery the surgeon used a lead that he claimed was defective. He was unable to insert the lead pin fully into the generator. He could not get it in far enough in the header to connect. High impedance was continually registered. They did try releasing the back pressure and loosening the set pin. A new lead was used and worked find. Design history review for the lead was reviewed. The lead passed all specifications prior to distribution into the field. No additional or relevant information has been received to date. The lead has not been received for analysis to date.

Event description:
The lead was received into analysis . Analysis is underway but has not been completed to date. Additional information was also received from a company representative. During the surgery, the lead receptacle was visualized and confirmed to be clean and free of obstruction. The hex screwdriver was inserted through the center of the setscrew plug to vent back pressure accumulated during lead insertion. When attempting to insert the lead it was tight going in and the physician stated it could not be inserted past the connector block.

Event description:
Product analysis for the lead was completed and approved. Analysis was performed on the intact returned lead and the reported allegation was not verified. The report stated that the surgeon was unable to insert the lead pin fully into the generator, resulting in high impedance. During the visual analysis a half set of setscrew marks was observed near the end of the connector pin, indicating that at one point in time, the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a full insertion condition was obtained. During the visual analysis the (+) white and (-) green electrode ribbons appeared to be stretched and the helices misshaped. These findings indicated the lead assembly had been attempted to be used. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. No obvious anomalies were noted. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned device which may have contributed to the stated complaints. Since analysis on the lead determined no issues with the lead, high impedance was likely a result of user error due to the pin not being fully inserted. No additional or relevant information has been received to date.